Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion alarm' which was reproduced. A review of the event history log identified multiple 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification downstream sensor. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing at the biomed service department. No additional information is available.